Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/03/2014 with the following findings: investigation revealed the top of the cartridge cap was damaged; the threads were undamaged and the cartridge cap was able to properly secure to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the cartridge cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.